Event description:
It was reported the patient had his spectra penile prosthesis removed for unspecified reasons. The patient had another spectra penile prosthesis implanted on (B)(6) 2015. No patient complications were reported in relation to this event.

Event description:
Additional information received indicated the patient had his spectra penile prosthesis replaced as he was dissatisfied and wanted an "inflatable" penile prosthesis, although another malleable penile prosthesis was implanted instead.